Event description:
It was reported that surgeon wanted to use a 6 degree taper plus 10.5mm femoral head component; however, it would not fit the stem. The surgery was completed utilizing a 6 degrees taper plus 7mm femoral head component.

Manufacturer narrative:
This report will be amended when our investigation is complete.